Event description:
It was reported that the insulin pump was exposed to bath water. The blood glucose reading was 19.7 mmol/l. The caller stated that during a shower, the infusion set pull off from his body and the insulin pump fell into the bathtub, experiencing moisture damage. He stated that the insulin pump no longer worked as a result. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to keypad traces. Insulin pump received with no traces of moisture at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.